Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anembryonic gestation ("I got pregnant on (B)(6), it was blighted ovum") and was found to have a pregnancy with contraceptive device ("I got pregnant on (B)(6)"). The patient was treated with surgery (right one removed on (B)(6) 2018). At the time of the report, the pelvic pain, pregnancy with contraceptive device and anembryonic gestation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation, pelvic pain and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pelvic pain, pregnant with contraceptive device, anembryonic gestation and device ineffective". Amendment: the report was amended for the following reason: sequence of reporter name and initials was amended and duplicate was detected to record#: (B)(4) to which all information will be transferred, then this duplicate record#: (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic cramps') and pregnancy with contraceptive device ('I got pregnant in july') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anembryonic gestation ("I got pregnant in june/july, it was blighted ovum") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (right one removed on (B)(6) 2018). At the time of the report, the pelvic pain, pregnancy with contraceptive device and anembryonic gestation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation, pelvic pain and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pelvic pain, pregnant with contraceptive device, anembryonic gestation and device ineffective". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.